Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed from the inspection result of the device by olympus korea co., ltd. That there was stain inside the light guide lens and there was evidence of physical stress because there was a large chip. Therefore, omsc determined that physical stress such as impact was applied to the distal end of the device. Since the device was installed at the user facility on october 25, 2007, there is possibility that the device had deteriorated over time. The exact cause of the reported event could not be conclusively determined. However, omsc concluded that the intrusion of stain into the inside of the light guide lens may have been caused by a slight peeling of the watertight adhesive part between the distal end component and the light guide lens. In addition, the peeling of the watertight adhesive part may have been caused by the following causes; -physical stress caused by hitting the distal end against an object. -chemical stress caused by chemicals used during reprocessing. -storage environment (stored with residual water droplets in the air/water channel, and water droplets fell on the light guide lens during storage in the vertical position, etc.) -aged deterioration. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to okr for evaluation. Okr inspected the device and confirmed the following; the light guide lens and ccd unit were damaged. The insulation resistance value at the distal end was out of specification due to damage to the distal end cap. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was a gap of adhesive on the distal end of the device, and stain entered the inside of the light guide lens through the gap. Therefore, the inside of the light guide lens was dirty. There was no report of patient injury associated with this event.